Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported by the customer's spouse, that the customer thought he was using the backlight but instead was giving himself a bolus due to the scroll wrap feature. The customer's spouse requested to be added to the list to have the updated insulin pump with scroll wrap software. No additional information was provided.